Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that nurse heard air in line alarm twice and when she removed the tubing, the primary line was cut into two pieces.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.